Event description:
A device report from (B)(6) indicated a clinic in (B)(6) reported: surgeon implanted four pts with stainless steel plates and used titanium screws instead of stainless steel screws. A mistake was made in ordering the screws. This is three of eight reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.